Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that: the patient reported two red heart alarms with no flow. Driveline faults were continuously displayed on the monitor. The patient was asymptomatic. A review of the log files found driveline fault events starting on (B)(6) 2021 through (B)(6) 2021. To determine the authenticity of driveline faults, a controller exchange to a pcx-xxxxx or a pocket controller that has a serial number greater than 50,000 was requested. After the controller exchange, 25 power cable disconnects test were requested to be performed to determine if the faults were authentic. Backup battery fault alarms were noted in the log file. After the controller exchange, the submitted log file showed the driveline fault alarm returned and was triggered by the same phase with both controllers. This indicated the issue was with the driveline and not the controller. A driveline repair was performed on 21apr2021. The driveline data post repair appeared normal.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 (after driveline repair) with 2 pump stops while the system was connected to the power module. The alarms resolved after switching to batteries. Mean arterial pressure (map) was measured at 88. The patient was asymptomatic and was feeling well. Log file analysis captured pump stops and speed drops on (B)(6) 2021. The patient was given a no ground patient cable to use going forward.

Manufacturer narrative:
Section d9: a segment of the percutaneous lead was returned only. Main investigation conclusion: incidental findings: superficial driveline damage. The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline faults that were captured in the submitted log file. Additionally, the evaluation of the submitted log files confirmed multiple pump stops and associated events; however, a specific cause could not be conclusively determined. The account submitted log files for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. Additionally, analysis of the submitted log files captured low speed and pump stop events, as well as associated low flow events, on (B)(6) 2021 (post repair) between 05:44:51 and 09:28:11. The low speed and pump stop event occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 15" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 2-7¿ from the controller connector. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 2-7¿ from the controller connector. Upon removal of the rescue tape, the driveline revealed multiple cuts in the white silicone jacket approximately 2.5¿ through 5.5¿ from the controller connector. Examination of the driveline found extensive shield breakdown throughout the driveline. Electrical continuity testing revealed discontinuities of the red wire. Visual examination of the underlying wires revealed that the red wire was open approximately 0.5¿ from the controller connector. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The red wire redundantly supports motor phase 3. This segment was not subjected to hi-pot testing due to damage visually identified. The remaining segments of the driveline were submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The inner conductor breakdown of the red wire could have caused the driveline fault alarms captured on the submitted system controller log files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), using an ungrounded patient cable. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU, rev. C, is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, pump stops, and driveline faults. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.